Event description:
The hcp reported the pt was experiencing sudden onset numbness of the leg that lasted 20 minutes "suspected pump damage due to fall and direct impact to pump." The pump was explanted and replaced and returned to the manufacturer for analysis. The pt outcome was not reported.